Event description:
Procedure: pelvic organ prolapse. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4). Exemption number: (B)(4). Covidien is submitting this report on behalf (B)(4).